Event description:
Per the audiologist, through an interpreter, the pt reported that he had been wrestling with his brother and stepfather in 2007. After that incident, the sound with the cochlear implant system got progressively worse and then stopped. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple open circuit electrodes. Deactivating the open circuit electrodes from the sound processing program did not solve the problem. Explantation/reimplantation was recommended but had not been scheduled at the time of this report, 2008